Manufacturer narrative:
(B)(4). This is a report of a patient who experienced an improper disconnect and breach in aseptic technique while performing peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. Furthermore, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique while performing peritoneal dialysis therapy. The use error was further specified as the patient ran over their patient line during the initial drain phase and the line disconnected from their patient extension set. The patient was connected to the device at the time of the event. The technical service representative assisted the patient with ending therapy. The patient started therapy over using new supplies. It was not reported if proper procedures were reviewed with the caregiver. There was no patient injury or medical intervention associated with this event. No additional information is available.